Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown number of colony forming units (cfus) of pseudomonas aeruginosa, an unknown number (cfus) of stenotrophomonas maltophilia. All channels were sampled. The scope was retested and received the same results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) each of pseudomonas aeruginosa and setnotrophomonas maltophilia. The device was retested on (B)(6) 2025, and it tested positive for less than 10 cfus each of pseudomonas aeruginosa and setnotrophomonas maltophilia.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the review of results of third-party testing, the device evaluation and the complaint investigation. Corrected fields: b3, b5. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.